Event description:
Rptr had fibrocystic disease and had these implants implanted on 8/10/84. Problems noted/suspected: fibrocystic disease, fevers, chills, left nipple necrosis; breast infections, severe flu-like symptoms, chest pain, musculoskeletal pain, breast swelling with pain and muscle spasms, right kidney pain, blood in urine, lymph gland (r) removed, implant rupture, implant aging/degeneration, arthritis symptoms: joint swelling, pain, stiffness, muscle fatigue, swelling hands/fingers, breast tenderness continuous, hot flashes, vertigo, nausea, labrynthitis, vomitting, sinus infections and osteomylitis of cheek bone. (Also see 1004991.)